Event description:
On 03/jul/2024 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2024 due to cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient¿s mother sets up the pd treatments for the patient. The mother admitted to contaminating the connection during set-up. The patient was initiated on antibiotic therapy per clinic algorithm. The patient was prescribed intraperitoneal (ip) vancomycin 2g every 5 days and fortaz 2g daily. The patient did not begin the antibiotics until (B)(6) 2024. Additionally, the patient had missed a dose of vancomycin (date unknown). The white blood cell (wbc) count resulted with 463 and after 5 days the pd culture was negative for growth and showed no organism. A repeat cell count was done on (B)(6) 2024. The results showed a drop in cell count to 19. Prior to the peritonitis diagnosis, the patient had shown signs of confusion of unknown origin. The confusion continued to worsen and on (B)(6) 2024 the patient went to the emergency room (ER). The patient was admitted to the hospital. The patient had a diagnosis of peritonitis. The patient¿s white blood cell count (wbc) was approximately 50,000 upon hospitalization. The pdrn did not have any additional information related to the hospitalization. The pdrn does not know if the patient is being treated for any additional diagnoses or the reason for the vast increase in cell count since the patient was still completing antibiotic therapy when he was admitted to the hospital. It is unknown if cultures were obtained in the hospital. The patient remains hospitalized.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis and subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Although the culture yielded negative for growth, the patient¿s mother stated she contaminated the connection during set-up of the patient¿s treatment. Most cases of pd-related peritonitis are the result of ¿touch contamination¿, where the patient or their helper inadvertently breaks sterile technique and contaminates the catheter or its connections. Based on the available information the liberty cycler set can be excluded as the cause of the patient¿s peritonitis and hospitalization.

Event description:
On 03/jul/2024 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the (B)(6) clinic on (B)(6) 2024 due to cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient¿s mother sets up the pd treatments for the patient. The mother admitted to contaminating the connection during set-up. The patient was initiated on antibiotic therapy per clinic algorithm. The patient was prescribed intraperitoneal (ip) vancomycin 2g every 5 days and fortaz 2g daily. The patient did not begin the antibiotics until (B)(6) 2024. Additionally, the patient had missed a dose of vancomycin (date unknown). The white blood cell (wbc) count resulted with 463 and after 5 days the pd culture was negative for growth and showed no organism. A repeat cell count was done on (B)(6) 2024. The results showed a drop in cell count to 19. Prior to the peritonitis diagnosis, the patient had shown signs of confusion of unknown origin. The confusion continued to worsen and on (B)(6) 2024 the patient went to the emergency room (ER). The patient was admitted to the hospital. The patient had a diagnosis of peritonitis. The patient¿s white blood cell count (wbc) was approximately 50,000 upon hospitalization. The pdrn did not have any additional information related to the hospitalization. The pdrn does not know if the patient is being treated for any additional diagnoses or the reason for the vast increase in cell count since the patient was still completing antibiotic therapy when he was admitted to the hospital. It is unknown if cultures were obtained in the hospital. The patient remains hospitalized.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.